Manufacturer narrative:
A review of the DHR was completed, there was no noted non-conformances with raw materials or the process including the device testing for final release.

Event description:
Pad would not synchronise to the r wave and could not deliver shock. ECG signal was received. Scheduled ablation that required cardioversion at the beginning. Skin was not diaphoretic or oily.